Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, high out range hv lead impedance was observed. The patient was given a life vest. The lead will be extracted. No further information is available.